Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call of customer's issues with insulin pump. The customer received battery out limit alarm. The customer's blood glucose level was 600mg/dl. The customer treated with manual injections. The customer states the highs were attributed to having eaten ice cream and not having bolused. The customer received failed battery test. Troubleshoot was conducted. The customer was advised replacement battery cap would be sent. The customer was advised to monitor the device.